Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Serial number: unknown, not provided. Expiration date: unknown as serial number was not provided. UDI #: a complete UDI # is unknown as serial number was not provided. If explanted; give date: not applicable as lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. (B)(4). The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will not be performed as a serial number was not provided. If there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had uncomplicated cataract surgery in their left eye on (B)(6) 2019. Doctor requesting recommendation on lens exchange. Patient has a history of myopic and lasik treatment. Pre-op manifest refraction (mrx) -1.00+0.25 x 105 20/25 (visual acuity); pre-op keratotomy 42.6/44/07 @106. A tecnis model zct225, 21 diopter was implanted at an axis of 105. The axis was confirmed post op. Post op one (1) week mrx =1.00 + 12.5 x 030 20/25 (visual acuity); post op k at same time as mrx 42.75/44.0 @110. No further information was provided.